Event description:
Customer reported while infusing blood, noted blood started to leak out of one of the smartsite valves. Reported, a unit of blood was started using the 10015414 piggy backed into the primary infusion set. While rapidly administering the blood through the smartsite, the blood came back out into the room through the other smartsite. No pt or staff harm reported. The tubing was changed and the new infusion continued. Stated, the primary and blood tubing were both new sets and staff denies any needle punctures to the smartsite. No other clinical, pt or event details were available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR. The product was received. Investigation is not complete. A f/u report will be submitted with any relevant info.